Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple temperature alarms occurred while the customer was charging the pump. Reportedly, the pump was not exposed to extreme temperatures and the alarms continued to occur. Customer's blood glucose level was 290 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.